Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found loss of output and telemetry due to battery depletion. The pulse generator was found to be in back-up mode due to single flipped bit. The device was at end-of-life (eol) and was successfully downloaded. No information was received from the field regarding the device settings. After replacing the battery, normal function ensued.

Event description:
It was reported that the pulse generator could not be interrogated. The device did not stimulate with or without the magnet applied. The patient complained about shortness of breadth during the last months. The device was removed and replaced.